Event description:
The patients machine alarmed. Registered nurse (rn) got the air out of the venous chamber and treatment was continued. The machine alarmed again, for the air detector. Lines were observed and a small incision in the tubing around the blood pump was noted. The machine was switched out and an entire new system was placed.